Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) /2013 alleging the pump experienced an issue with short battery life. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery life issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the pump¿s history showed no evidence of short battery life. The pump powered on normally and was able to be exercised with no alarms. The power draws were found to be in specifications. The pump¿s cover was opened and no issue was found with the power circuit. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.